Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. First, device memory was reviewed. It was noted that as reported, the device had been initially programmed to monitor + therapy mode; then approximately five minutes later, reprogrammed turning tachy therapy off. During the next three minutes, the device recorded more than three system resets. This was likely during the time of electrocautery use. The detected resets resulted in reversion to safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Laboratory analysis was able to confirm the reported clinical observation.

Manufacturer narrative:
Following product return, this event will be further updated.

Event description:
Boston scientific received information that immediately following an uneventful implant, the physician requested the device to be turned off as excessive pocket bleeding was observed necessitating additional surgical intervention. The device was deactivated as requested and the pocket reopened. An electrocautery technique to stop the bleeding and assist with pocket closure was performed; however, during post wound closure interrogation, safety mode was observed. As a result, the physician again reopened the pocket, explanted the device, and replaced with a non-boston scientific product. The device is intended to be returned for root cause post market evaluation and no resulting adverse patient effects were reported.